Event description:
--

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing threshold. Also, this right atrial (ra) lead¿s distal pacing tip broke off and remained inside the heart during extraction. Additional information obtained from the field which indicated that the physician felt that the remaining pieces did not present any significant risk to the patient and chose not to remove it. The physician explanted the lead and successfully implanted a new system without incident. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of the lead was performed. A visual inspection of the lead was done. Segments of lead were returned with terminal segment severed 12 cm from terminal pin. The middle segment 28 cm in length - one end, coils are extremely stretched to the point of fracture from the distal tip, extraction damage. Further, the tip section of lead was not returned. Returned segments of the lead passed continuity test. The tip broke off most likely from extraction damage. Laboratory analysis confirmed the reported observation.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.